Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin was not coming out of the tubing causing blockage event on 05-feb-2026. The infusion set was in use for one day. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.